Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and one month post implant of this 25 mm bioprosthetic valve, the valve was explanted and replaced with 29 mm valve of the same model. The reason for the replacement was not reported. No additional adverse patient effects were reported.